Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # u5cn6c. H6: component code: mechanical(g04). Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a closed jaws with and an excess of tissue can be appreciated been pressed, several staples a small quantity of those are b formed and some others not formed correctly, also the knife could be observed in an advanced position with a white reload assembled on it. Based on the photos reviewed, the event describe cannot be confirmed. The analysis found that one psee45a device was returned with the anvil bent upwards and with one gst60t reload loaded in the device. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats wedge resection procedure for patient with fibroid lung, the first shot (with green magazine) worked normally. At the second shot with a black magazine, stopped the triggering process until it came to a halt halfway. The reverse button and the manual pull-back lever did not allow the knife to return to its original position. The forklift was pulled off the fabric in closed condition. The tissue was closed with tachosil and hand suture. Since the frozen section did not show any carcinoma, no lobectomy was performed. It was reported that patient was fine.